Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease (pad). The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, during second inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed with the usual method without problem and the procedure was completed with a different device. No patient complications were reported, and patient was in good condition.